Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/17/2015 with the following findings: the pump was observed to have a cracked battery compartment from the bumper pad to the case seal. The pump keypad cover was noted to be peeling. During testing all of the buttons were found to be responsive to presses. The keypad was removed and contamination was observed under all of the button contacts. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and contamination was under the keypad button contacts. This report is made based on the results of evaluation completed on 11/17/2015.